Manufacturer narrative:
Literature citation: eli m. Baron , diana m. Mejía , doniel drazin , neel an and, "postoperative cyst associated with bone morphogenetic protein use in posterior and transforaminal lumbar interbody fusion managed conservatively: report of two cases." (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a abstract¿postoperative cyst associated with bone morphogenetic protein use in posterior and transforaminal lumbar interbody fusion managed conservatively: report of two cases" that the patient underwent l5-s1 radical discectomy and posterior lumbar interbody fusion (plif) with local bone autograft grafton putty demineralized bone matrix and 3 mg of rhbmp-2 divided and placed into two polyetheretherketone (peek) spacers. Pre-op: severe, worsening, right buttock, right posterior thigh pain, have right foot numbness in the second and third toe which extended to the bottom of the right foot compromising his walking. Patient also reported occasional right calf numbness and spasms. Walking and standing exacerbated the lower extremity pain, while lying down in a fetal position provided some relief. The symptoms did not respond to conservative treatments which included analgesics and a lumbar support brace. Preop radiographs showed a grade I l5-s1 lytic spondylolisthesis and MRI showed an l5-s1 disk herniation with clear protrusion into the spinal canal. Post-op patient reported : right foot numbness; radiating aching pain through the right posterior thigh that stopped around the posterior right knee, worsening hypersensitivity in his second and third right toes and tightness sensation from his right thigh all the way down the ipsilateral foot. Patient underwent doppler ultrasound ruled out deep vein thrombosis; x-rays of the lumbar spine demonstrated instrumentation to be intact with no lucency at the screw-bone interface. An emg/ncv study of the lower extremities two months after the procedure suggested reinnervation of the right s1 nerve, but also showed a degree of acute denervation in his right l5 area. An MRI of the lumbar spine revealed a right-side fluid collection at l5-s1, visualized within the right neural foramen and lateral recess. Surgical decompression was offered to the patient but patient requested to be treated conservatively. Fifteen months after the surgery, the patient had residual but stable right-side calf and foot numbness. A one-year CT scan postop study showed a robust interbody l5-s1 level and light calcification along the borders of where the cyst was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.